Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that long charge time was observed due to the cold weather. The patient will be brought into clinic to make programming changes and to perform a manual capacitor maintenance. No further information available.